Event description:
The customer contact reported the pt received less medication than intended. The tubing set was being used to deliver an unspecified concentration of rituxan. After an unspecified length of time in use, it was reported that with 100ml remaining in the solution container the "drip chamber had flattened." Subsequently, the pump stopped "before the last 80 ml could be infused." Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.